Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an abdominal hernia. It was reported that after implant, the patient experienced mesh failure, recurrence, abdominal pain, and dense adhesions. Post-operative patient treatment included revision surgery, mesh removal, abdominal wall component separation muscle flap advancement technique closure, and hernia repair with new mesh.